Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush heads have fallen to pieces, brush head came away and left metal fragments in mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the last 2 oral-b power oral care refills precision clean had fallen to pieces within 2 or 3 weeks of use. She stated that on the most recent occasion, the precision brush head came away and left metal fragments in her mouth. No symptoms developed. Relevant history: the consumer reported she had used oral-b electric toothbrushes for many years, and had been pleased with them.